Event description:
While inserting the iab at bedside the surgeon stated that there was a hole in the catheter. It is questionable as to whether this happened upon insertion or prior to. The iab was removed and replaced. No pt injury occurred.